Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously positive rheumatoid factor (rf) results generated by unicel dxc 800 pro synchron chemistry system. The results were reported out of the laboratory. The customer reported that the results were between 25 and 30 iu/ml, and were < 20 iu/ml when repeated by another method. The customer indicated that there was no impact to patient treatment.

Manufacturer narrative:
The customer was not sure which lot of reagent was used. Service was not needed for this event, as this issue is reagent related. Investigation into the root cause of this issue is ongoing.